Manufacturer narrative:
Additional narrative: the complaint device was received without the original packaging. No pictures or additional information was provided to support the investigation. The tube set was visually inspected and there was no evidence of hair on the product. Since the issue reported is for hair inside of the packaging, we cannot confirm this complaint. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of (B)(4) cases of (B)(4) tube sets per case ((B)(4) total tube sets) that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Affiliate reported via email foreign matter in the packaging, presence of an hair in the unopened packaging. No patient consequence. Additional information received via email from the affiliate on 3-1-17: there is no photo to send to us; it is unknown where the hair was in the packaging; it was loose in the package.

Manufacturer narrative:
(B)(4).

Event description:
Affiliate reported via email foreign matter in the packaging, presence of an hair in the unopened packaging. No patient consequence. Additional information received via email from the affiliate on 3-1-17. There is no photo to send to u.s. It is unknown where the hair was in the packaging. It was loose in the package.